Manufacturer narrative:
(B)(4). Surgical intervention required, extended hospital stay.

Event description:
According to the reporter, per additional information received, there was blood loss of over 500cc. The patient required a blood transfusion and received 7 units of packed red blood cells (prbcs). The patient required a brief stay in the intensive care unit. There was no tissue damage and the patient was discharged home in good condition.

Event description:
According to the reporter; a patient underwent a roux-en-y and experienced post-operative rectal bleeding, hypotension requiring a return to surgery for exploratory laparotomy and oversewing of a bleed at the gastrojejunal area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.